Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm when attempting to deliver a bolus. There was no impact to the customer's blood glucose level. The customer changed the supplies to the pump and was able to resume pump therapy. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.